Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported a yellowish liquid was coming out of the stoma and the upper area of the stoma is red. On (B)(6) 2021 it was reported the patient is taking oral antibiotic amoxicillin 875mg every 8 hours and that the stoma is looking much better and is almost resolved.